Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 251 mg/dl compared to readings of 107 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11, 224, 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Sensor was damage during de-casing process. It was unable to perform smu( (source measurement unit) functionality test and poise voltage test due to damaged sensor. An extended investigation has been performed. A visual inspection was performed on the returned device. The outside casing was observed to be damaged during de-casing. Multiple components on the pcba (printed circuit board assembly) were observed to be missing, including the em chip. The attached sensor log file from phase 1 was reviewed. No abnormalities were observed. The device was brought to the bench for testing. The pcba was still observed to be attached to the outside casing, and both were observed to be damaged from de-casing. Hpqe (hardware product quality engineering) was able to manually separate the pcba from the outside casing without causing additional damage to the device. Multiple components were observed to be damaged and missing from the pcba, including the em chip. The device was placed into the fr4 fixture and attempted to be scanned using the ptu gen4 tool but was unsuccessful. It was determined that the damage observed on the pcba was preventing the returned sensor from being scanned on the evm thus smu, poise voltage and temperature test are unable to be conducted. Pqe determined that the damage caused during de-casing is preventing the sensor from being to scan and perform functionality testing. This issue is closed to unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.